Event description:
It was reported that there was a problem with the triple lumen catheter placed. A (B)(6) female pt had a triple lumen cvc placed into the right internal jugular in the ICU on (B)(6). At about 1:00 am on friday morning, the pt somehow pulled on the catheter, possibly between the second site fastener that was sutured in place and the exit site, which may have exposed the proximal lumen to the outside of the vessel. A chest x-ray was taken at about 8:00 am on friday morning and the catheter was in the proper position. Later in the morning, during infusion of medication, they noticed that the pt had an extravasation of the surrounding tissue on the back of the neck. The extravasation was caused by the drug dobutrex leaking into the surrounding tissue of the neck. The cvc was removed and replaced with a PICC. The pt remains in the ICU in stable condition. It is unk if therapy was delayed. No death occurred to the pt.

Manufacturer narrative:
(B)(4).